Manufacturer narrative:
Product was not returned for evaluation so complaint is non-verifiable. A complaint search was completed and no prior instances were found for the tip of the depth gage not being long enough to measure the required screw length. A complaint search was also run on the 3.5mm low profile screws ((B)(4)) and found no prior complaints for screw engagement for stripping. Review of the inspection records was not possible as the lot codes required were not provided. There is no root cause as the complaint parts were not returned for evaluation. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the tip of the depth gauge was not long enough and an x-ray had to be taken each time to determine length. The square screw heads did not engage well during removal and one of the heads stripped. Surgery was delayed approx. 30-45 minutes due to the problems experienced.